Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the power cable. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system would not display an image on the monitor. No patient injury was reported.